Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to a flattened act button dome switch. Unable to verify the motor error alarm due to a button/keypad anomaly. The motor passed the motor test. The device had a cracked display window corner, cracked reservoir tube lip, and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.